Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 400 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated and was taken to the ICU. The customer also reported that the insulin pump alarmed motor error while trying to deliver insulin. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. The customer stated that the insulin pump. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was able to complete the rewind process. The insulin pump passed displacement test. The customer was advised to monitor and call back for further assistance. The insulin pump is not expected to return for analysis.